Manufacturer narrative:
Patient information is not available for reporting. Patient age was reported only as (B)(6). (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jul 29, 2016. Expiration date: jul 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a screw broke while tightening during an open reduction internal fixation procedure to treat a zygomatic fracture with a matrix midface plate and screws. During the surgery, the perforation was done as usual. However, when the surgeon attempted to insert one of the screws, resistance was felt. The surgeon kept rotating the screw driver without applying any particular force, but then the surgeon felt that the resistance suddenly disappeared. The surgeon checked the screw, and found that the screw head was broken into half. The screw body was already inserted into the bone, so only the broken screw head was taken out of the patient¿s body. The screw body was retained in the patient. The procedure was successfully completed; no other medical intervention was required. There was a surgical prolongation of approximately 5 to 6 minutes reported but this didn¿t lead adverse effect to the patient. Concomitant device: 1x unk screwdriver this report is 1 of 1 for (B)(4).